Event description:
It was reported that patient presented in the emergency room after receiving several inappropriate therapies due oversensing of noise. Subsequently, the lead was explanted replaced. Patient was fine after procedure.